Manufacturer narrative:
(B)(4): evaluation summary - the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted; however, a squealing noise was heard. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.

Event description:
It was reported that during set up for a nephrectomy, an error 3 was displayed when the generator was taken off of standby. A second handpiece was used to finish the case with no pt consequence.